Event description:
It was reported that x-ray showed an externalized cable in the middle-part of the right ventricular lead. All parameters were stable and within normal range. The physician and the patient decided against any intervention, but to use the telemonitoring-system at home. The lead remains implanted. The patient's condition was stable all of the time.

Manufacturer narrative:
(B)(4).